Event description:
The surgeon attempted to implant 23.0 diopter cq2015 3-piece collamer lens. The lens tore prior to insertion into the eye. No pt contact or injury. The reporter stated that the injector was the cause of the lens tear as the same injector was used in all three attempts. This was the first of three lenses for the same pt. Please reference 2023826-2005-00909 and 2023826-2005-00910.

Manufacturer narrative:
H6: method: 86 - (other): a work order search was performed for the injector and lens. Results - 100 (other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection shows that both of the lens haptics are torn. One was torn completely off and the haptic was deformed. A piece of the lens optic edge was torn and missing. Surgical residue/debris on product. A injector order search was peformed and four similar complaints were found within the lot. A lens work order search was performed and two similar complaints were found within the work order search. Conclusion: the injector has not been returned. However, based on work order search and the circumstances related to the 4 failures, the most likely cause is with the injector.